Manufacturer narrative:
(B)(4). Concomitant medical products: m2a-magnum pf cup catalog us157850 lot 330720, m2a-magnum head catalog 157444 lot 517640, taperloc femoral stem catalog 103200 lot 191170. Reported event was confirmed by review of operative notes. A shell, head and taper were returned and evaluation. The visual inspection identified black debris inside the taper. Scratches and scuffings were identified on the outer radius of the head and taper adaptor. Scratches were identified on the inside diameter of the cup. The rim of the shell was damaged, likely during an attempt to remove the shell. DHR was reviewed and no discrepancies relevant to the reported event were found. A definite root cause cannot be identified. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2017-03663, 0001825034-2017-03664, 0001825034-2019-04612.

Event description:
It was reported that patient underwent a right hip revision approximately nine years post implantation due to allegations of pain and elevated metal ion levels. Medical records noted radiographic loosening with protrusion of the cup, elevated metal serumions, yellowish appearing fluid in the hip joint. Pseudotumor change of the surrounding tissues, cloudy fluid, consistent with metallosis. There was a contained superior acetabular cyst and a noncontained cyst anteriorly and posterior inferiorly. There were multiple cysts in the acetabulum including the largest being superior laterally. There was anterior wall cysts heading towards the pubis and a nickel sized area of the medial wall loss.